Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose levels and issues with infusion set. Blood glucose levels were ranging from 210 mg/dl to 385 mg/dl. Customer woke up at 3:30 am with a blood glucose of 597 mg/dl and was down to 545 mg/dl at around 5:00 am. Customer treated the high readings with bolus. Customer was not using the auto mode feature at the time of the event. During troubleshooting, customer stated that the infusion set needle was just hanging and was unsure if the cannula was bent. High pressure test was performed and passed. The insulin pump is not expected to return for analysis.